Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is no longer readable. Reportedly, the screen display is black and displays a white line when illuminated. Customer's blood glucose level became elevated (270 mg/dl). Customer obtained back up syringes and insulin pens to stabilize blood glucose levels and for continued insulin therapy.